Event description:
The caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact on the customer's blood glucose level. Customer technical support provided information on how to reset the pump, assisted with the reset, and confirmed that the malfunction did not recur after resetting. Customer was advised to continue using the pump and to contact support if any issues arise again, which the caller acknowledged and understood.